Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. Photos were received for inspection. The defect was seen in the photos. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5224337 conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® 21 g x 1.5 in. Multi sample blood collection needle had blood leakage into holder and onto the tube. No injury, blood exposure or medical intervention reported.